Manufacturer narrative:
Device eval: the eval has not been completed. Eval: conclusions: the investigation is not complete. A follow-up report will be submitted when additional info is available.

Event description:
The customer reported the rotating luer connector is breaking during hand injection. This has happened two times. There was no report of harm or injury. This is one of two reports for this event. 9616662-2010-00032.